Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.

Event description:
The physician reported that the pt's wound was opening and that the implant site was infected. The pt's system was explanted.